Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced significant blood glucose variability while using ilet in conjunction with a libre cgm, with highs reported around 400 mg/dl and a documented low of 52 mg/dl; the user and endocrinologist suspected inaccurate cgm readings and completed a factory reset to address inconsistent meal announcements and potential sensor issues. Symptoms included hypoglycemia, hyperglycemia, anxiety, and irritability. Outcomes included no lasting health consequences, no serious injury, and the use of oral glucose to treat the hypoglycemia. Investigation included communication with the user and clinician and analysis of information provided. Investigation of this case revealed that no specific device malfunction could be identified due to insufficient information, and no device component issue was established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.